Manufacturer narrative:
(B)(4). Batch # m52x1k. Expiration date: 02/26/2020. Manufacture date: 03/26/2015. The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? Was the trigger advanced with no staples deployed? Were staples seen lying in the surgical field? Did the device deploy staples into the tissue, but there were missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Was there any bleeding as a result of the issue with the device? If there was bleeding, how was the bleeding controlled? If there was bleeding, how much blood was lost (ml)? If there was bleeding, did the patient require a blood transfusion? If yes, how many units were given? Did the plan of care for the patient change? What is the current status of the patient?

Event description:
It was reported that during an emergency exploratory laparotomy procedure, the sigmoid colon stapled, the device is closed properly and then the trigger was pressed. After the firing, the staples were released, but did not staple. So the surgeon used a different device to replace the stapler. There were no adverse consequences for the patient.